Event description:
It was reported that the device had a no disposable alarm. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found all labels still intact. No physical damaged was found on the device. There was evidence of the error or reported problem recorded in event history log, however the reported problem was not duplicated and the complaint was not confirmed. Per the investigation the possible cause of the problem was possibly due to a defective downstream sensor or cassette product. Actions taken was as a preventative measure was to replace the downstream sensor and the upstream sensor re-calibration. The root cause was unknown as no fault was found with the device. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6500.